Event description:
It was reported that since the months following the system implant, the patient has been feeling unwell. The patient received cortisone injections in his shoulder due to pain and has reported having rashes, chills, and sweats, but no fever was recorded. In december, the physician reprogrammed the device and verified lead integrity, but the patient is still reporting adverse symptoms. The physician will be performing a trans-oesophageal echocardiogram (toe) test to exclude the presence of infection on the leads and a possible allergic reaction to either antibiotic or the titanium in the device can. Additional information regarding resolution has been requested, but not yet received.